Manufacturer narrative:
Alleged failure: patient shoulder swelling. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be 1) old revision sensor bracket. 2) main board malfunction. 3) pressure senor malfunction. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was patient shoulder swelling.

Event description:
It was reported that there was patient shoulder swelling.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.